Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description and service report. The issue was not reproduced and no deviation was found. There was no on-site visit by our technician - the check of the device was done by customer. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No failures were reported. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). As device's logs were not provided, the decision about reporting to competent authority was made in abundance of caution as o2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. There was no patient harm. No further analysis has been possible due to lack of the device's logs, therefore the root cause of the reported event has not been determined.